Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
Customer's father reported a button error on his daughter's insulin pump. The numbers were scrolling when trying to program a bolus. Customer's blood glucose is 400 mg/dl. She treated with manual injections. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.